Manufacturer narrative:
One device was received for analysis. Investigation found a lifting air in line detector, which is a reportable device malfunction which could lead to interruption in therapy. Review of event log did not find relevant history. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The air in line detector was replaced. Motor was replaced to address initial motor service due message.

Event description:
One device was received for analysis. Investigation found a lifting air in line detector, which is a reportable device malfunction which could lead to interruption in therapy.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a motor service due message. The event occurred in between patient use.